Event description:
It was reported that the procedure was to treat a dissection of a de novo, 90% stenosed, heavily calcified and heavily tortuous vessel in the left anterior descending (lad) artery. The 2.8x19mm graftmaster failed to cross the lesion due to the anatomy to treat a dissection. There were no other device issues. There was no adverse patient effect and there was no clinically significant delay in the procedure. The patient was sent to medical management. Returned device analysis identified the hypotube was separated and the account confirmed the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat a dissection. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.